Event description:
It was reported that before using the bd a-line¿, the packaging exhibited an open seal on seven (7) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd a-line¿, the packaging exhibited an open seal on seven (7) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-aug-2025. Investigation summary bd received five photos for investigation, which showed evidence of open seal packaging. Additionally, 100 unused samples were received, with 12 packages partially open and not fully sealed, and 16 sealed with wrinkles. Ten retained samples were visually examined and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.